Event description:
It was reported that a pump displayed a cartridge change error. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer, guided by technical support, inspected and cleaned the pump components and was able to successfully complete the cartridge load process, allowing insulin delivery to resume.